Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse observed low vacuum alarm and performed all functional tests in service mode. All functional tests passed successfully. Checked unit working,handed over in working mode to user.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a low vacuum. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.